Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with their right ventricular lead experiencing low, in range impedance and capture thresholds. This was attributed to lead failure, which led the physician to revise and replace the lead on (B)(6) 2021. The patient was recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.